Event description:
According to the reporter: occurred during a proximal pancreaticoduodenectomy procedure. For the second firing, the reload was connected to the adapter. The surgeon started firing the device, however, it stopped on the halfway. Replaced by a different reload, however, could not fire the device. The surgeon said the tissue was thick. Replaced by another cartridge and the firing was completed. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.